Event description:
The customer reported low bgs. It was informed that the paramedics treated the customer's bgs. In addition, it was indicated that the customer over bolused. The customer was disconnected during the rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible cause for low bgs.